Event description:
The manufacturer received information alleging a ventilator would not power on and the device had a blank display. There was no pt harm or injury.

Manufacturer narrative:
The ventilator was returned to a third party repair center for evaluation and the customer's complaint was confirmed. The device's power supply and lcd display screen were replaced to address the issue.